Manufacturer narrative:
Evaluation of the returned jetd revealed that the catheter was fractured, and the complaint was confirmed. If the jetd is mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink and multiple ovalizations throughout the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd), a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, the physician successfully completed the first pass using the jetd, then removed the jetd for flushing. After flushing the jetd, the physician noticed that the jetd was broken at the midshaft. Therefore, the jetd was not used for the remainder of the procedure. The procedure was completed using another catheter and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.